Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of issues with blank display and the pumps battery cap. The nurse states they cannot remove the battery cap from the pump. The nurse states the battery cap was put on, but the pump remained off. The customer cannot remove the battery cap. The customer's blood glucose level at the time of incident was 117mg/dl. The customer was advised that replacement battery cap would be sent out.